Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the proximal saphenous vein graft to the obtuse marginal artery. The physician deployed a 4.5x24mm liberte stent and then attempted to advance a filterwire ez retrieval sheath but was unable to pass the proximal edge of the stent, the physician then unsuccessfully attempted to advance with an unspecified non compliant balloon through the liberte stent. The physician used a 5mm non-bsc balloon to post dilate the stent. Stent deformation was confirmed by optical coherence tomography. The physician completed the procedure by overlapping the proximal edge of the deformed stent with another liberte stent. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).